Event description:
Patient from emergency room to ercp for common bile duct stone removal. While using lithotriptor, the wire broke inside patient. Patient has to go to o.r. For open cholecystectomy and removal of retained hardware.